Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels in the 60s (mg/dl) for 3 days. Juice and food were consumed to address bg levels. Reportedly, the contact believes the customer's day care staff is guessing at the carbohydrates to enter when delivering a bolus. Recommendation was made to consult with a health care provider to discuss diabetes management.